Event description:
An 8 french foley catheter was placed at another facility. The female patient was then transferred for ongoing care (not related to the catheter placement). Md ordered to discontinue the foley catheter. The rn was only able to withdraw the catheter 1 ml. The balloon labeling stated "3 ml capacity." The nurse tried gentle pulling without success. She injected 1 ml sterile water and was able to remove 15 ml of fluid. Md notified that rn could not remove catheter and he requested that the rn cut the balloon valve off. The rn did this but was still unable to remove the foley. An ultrasound was ordered which showed that the balloon was still inflated. The foley remained in patient. The catheter had to be removed under anesthesia by an interventional radiologist.